Manufacturer narrative:
The device was manufactured in 01/2011 and is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. A log file covering the period in question was provided to dräger; the records stored therein indicate an overaged internal battery. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery; the replacement interval dräger recommends is two years. It is not known how often the internal battery has been replaced since manufacture of the entire device. From the information made available to dräger in follow-up of the event can be derived that the ventilator was equipped with a non-dräger battery at the time of event. It cannot be excluded that this aspect was a contributing factor in the particular event.

Event description:
It was reported that the device suddenly alarmed and performed a reboot during use. The ventilation was continued after a few seconds; the operator decided to use the device. As a side note was mentioned that the vital parameter of the patient temporarily changed indicating stress but returned to normal quickly.